Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the end of the usb charging cable was bent and it was unable to charge the pump battery. There was no reported adverse impact to customer's blood glucose. Reportedly, the usb cable was changed to resolve the issue.